Manufacturer narrative:
(B)(4). Batch #t9267f. Investigation summary: the device was received with a 2cb5st device inserted. In addition, the upper jaw was damaged at the proximal side and skiving of the heat shrink (shaft cover) material was not all present. Two image 1 & 2 were also returned for review. The images are of what appears to be the jaws of an enseal straight device. A closer look at the jaws shows the upper jaw damage at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged, not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that a replace instrument alert screen could be displayed due to the damage to the jaw. However, we were unable to confirm because no functional testing could be performed. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure, after the gen11 generator flashed a replace instrument alert, the resident tried to remove the enseal instrument from the trocar port, but the instrument was getting caught on the port on the way out. The only way to remove the device was to remove the trocar port. After examining the enseal device, it looked like the jaws had shifted out of their normal position. A second like enseal device was used to complete the procedure. There were no patient consequences reported.